Event description:
A prescription written for one touch ultra strips was filled as one touch strips. What type of staff or health care practitioner made the initial error? Pharmacist. Pt expected ultra strips.